Manufacturer narrative:
The reported events of stylet could not be removed, and connector pin detached from the lead body were confirmed. A complete lead with stuck stylet was returned in one piece. The ptfe coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin with the cap and crimp sleeve were found pulled out from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The cause of the reported events was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the cap and crimp sleeve to be pulled out through the connector assembly. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet was stuck, and it was difficult to be removed from the left ventricular (lv) lead. Upon few attempts to remove it, the connector pin detached from the lead body. The lv lead was not used and replaced. The patient was in stable condition.